Event description:
The sheath was routinely placed after a pda closure and lpa stent procedure. A pigtail catheter was inserted and slight bleeding was noted. Upon removal of pigtail approx. One hour and half later, blood started spurting. The pigtail was introduced again, a wire inserted and the sheath exchanged. The child was given 100cc's of 0.9 normal saline because of drop in blood pressure. The pt then received 200cc's of prbc's.